Manufacturer narrative:
"Device evaluation: visual analysis of the photographs identified: opening: device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported MRI has shown that the implant has a rip leading to implant rupture. The following events are not related to the device: feels constantly nauseous and constantly crying. The device remains implanted. Right side.